Event description:
The customer stated, that he performed a control test and received a result of 262 mg/dl. The normal control range was 97-133 mg/dl. The customer did not allege any adverse events. Further troubleshooting showed the system to be operating as designed. No product is to be returned at this time.